Manufacturer narrative:
The subject device was returned to olympus for evaluation and olympus confirmed the subject device worked correctly. There were some transit damages on the appearance of the subject device due to poor packing for transportation back to olympus. The subject device worked properly, so olympus could not determine the cause of the patient's perforation conclusively. However, the facility also commented the phenomenon was attributed to a technical error by operator, so this phenomenon was most likely related to the operator's handling. Olympus also checked the device history record of the subject device, and there was no irregularity found. The instruction manual of this device already mentions cautions for the device handling for preventing perforation. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during turbt, the facility applied pressure to the patient's bladder wall with the roller electrode (B)(4), but the roller ball of the (B)(4) did not work correctly. Although the roller ball worked correctly when the facility continued to apply pressure to the bladder wall, the bladder perforation occurred at the bladder wall. Therefore, the facility performed laparotomy to suture the bladder perforation. The patient's condition is stable and the patient already left the hospital. The facility commented the phenomenon was attributed to a technical error by operator.